Event description:
It was reported that the pump alarmed "no disposable pump won't run". A few small bubbles were noted. Patient was not affected. Pump settings: res vol = 93 ml, rate = 2.2 ml/hr, given =7.05 ml. No further information available.